Event description:
Litigation papers allege that the patient suffered pain and suffering, disability, permanent injuries, disfigurement, excessive levels of chromium and cobalt and loss of the capacity for the enjoyment of life as a result of the implantation with the asr hip implant.

Manufacturer narrative:
This patient was never implanted with asr and the only depuy implant that was revised during this operation ((B)(6) 2004) was the liner that is included on the complaint. The head that was revised was from a competitor. This product is being rejected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.